Manufacturer narrative:
Service provider reports having evaluated the device and were unable to confirm a failure having occurred. Provider found the device to be fully operational and was unable to reproduce the sudden stoppage of drive as reported. Review of the system log showed 2 indications of brake errors having occurred, but provider was unable to confirm a failure occurred as these reported codes will be logged whenever the device is placed into freewheel mode while under power. It was noted the end-user was not wearing the provided positioning belt when the event occurred. Service provider stated that they informed the end user on the proper use of the positioning belt and importance of using the positioning belt whenever operating the device. Provider reports after evaluation, the device was returned to the end-user with no further issues being noted. With the information provided by the service provider of the device being fully operational and unable to reproduce the reported sudden stoppage, permobil is unable to confirm a product malfunction having occurred. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Received report as end-user was in their kitchen in the midst of performing a turn, the device allegedly stopped without notice. This sudden stoppage reportedly caused the end-user to lose their balance and fall out of the seating to the floor. Reports indicate the end-user suffered injuries to their face, but did not seek medical intervention to address.